Manufacturer narrative:
On (B)(6) 2018, haemonetics received a report of a pcs®2 plasma collection system in which the device operator observed a "burning smell" emanating from the device during the priming sequence. This was observed prior to a donor being introduced to the procedure, there was no injury reported as a result of this burning smell. On september 19 2018, a haemonetics field service engineer evaluated the device and was unable to reproduce the burning smell reported by the customer. The fse was unable to find any evidence of smoke or a burning subcomponent within the device. The device parameters were verified, the unit met all manufacturer specifications. Despite being unable to confirm the reported complaint of a burning smell or malfunction within the device, haemonetics has previously reported incidents of thermal decomposition, as such this incident is deemed reportable.

Event description:
On (B)(6) 2018, haemonetics was made aware of a pcs®2 plasma collection system device which was observed to have smoke coming from within the device. This was observed during the device priming sequence which is completed just prior to the donor introduction into the procedure. This hardware failure prevents the device from completing the priming sequence, failure to complete the priming sequence will prevent the disposable set and machine from being able to successfully perform a plasmapheresis procedure as the disposable set will be insufficiently wetted with anticoagulant and saline. The device operator was not injured from the observed smoking component. This was observed during the priming sequence which the device completes in order to prepare the fluid pathway of the disposable set with solution to prevent blood coagulation to allow for blood plasma collection. The failure of this component prevents the device from being able to complete the initialization of any procedure, preventing any possible injuries to the donor as a result of the hardware failure.